Manufacturer narrative:
This report is submitted on november 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown and infection at implant site resulting in treatment with antibiotics (type and duration not reported) however treatment was not successful in clearing the infection. There are plans to explant and re-implant the patient with a new device however this has not taken place as of the date of this report.